Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower and hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (essure will be removed on the 21st). Essure was removed. At the time of the report, the abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower and arthralgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain, lower abdominal pain, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower and hip') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and arthralgia ("hip pain"). The patient was treated with surgery (essure will be removed on the 21st). Essure was removed. At the time of the report, the abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower and arthralgia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain, lower abdominal pain, hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-upabove includes: information incorporated on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.